Event description:
A customer reported a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.